Event description:
Voluntary medwatch form received notes that a patient presented with noise on the atrial lead. No changes or interventions were reported. The patient condition was not known.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5147813.